Event description:
A customer contacted beckman coulter inc. (Bci) in regards to erroneous low sodium (na) results for 5 patients samples. Patient #1 also had a low chloride (cl) results and patient #2 had a high carbon dioxide (c02) result. The results were generated by the unicel dxc 880i synchron access clinical system. The erroneous results were reported out of the laboratory. The samples were repeated on an alternate unit and the results were amended. Patient treatment was not initiated or withheld based upon the false results reported.

Manufacturer narrative:
The customer did not provide sample information. Qc prior to the event was within the lab established ranges (high end of the range). Qc after the event was high. Qa reviewed the qc via proservice which shows imprecision in the days preceding the event. A bci field service engineer replaced the carbon bridge and verified performance.